Manufacturer narrative:
The complaint of leaks on item 011-ch-72 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a chemoclave¿ vented vial spike, 13mm where the customer reported leakage from the viral spike, during administration of unspecified chemotherapy. There was patient involvement, but harm was not reported as a consequence of this event.